Event description:
Reportedly, on (B)(6) 2025, dr. (B)(6) from (B)(6), performed the in-clinic follow-up of the alizea dr 511gb00f. He saw again low ventricular impedance < 200 ohms, already seen during previous follow-up. The ventricular sensing and the ventricular pacing threshold were good (8 mv et 1 v). Dr. (B)(6) checked the electrical parameters in unipolar (a bit better: 8mv/ 0,75v and 211 ohms) but the patient suffered from pectoral stimulation. It was not possible to program ventricular bipolar since the ventricular bipolar impedance was < 200 ohms. The patient is not pacing-dependent. The ventricular lead has been replaced to suppress the pectoral stimulation when it was not urgent to replace it since the sensing and the pacing thresholds were good could it be possible to supress this programming constraint in our next generation of pacemakers: not possible to program bipolar when the bipolar impedance is < 200 ohms?

Manufacturer narrative:
The review of data provided confirmed the reported issue: the ventricular impedance is below 200 ohms in bipolar configuration and once the device is set to unipolar ventricular configuration, it is not possible to program it again to bipolar configuration. This feature is a safety feature to avoid the permanent programming of low impedance polarity to avoid pacing failure and loss of sensing. The subject device has been implanted on (B)(6) 2025 and connected to the atrial lead beflex rf45d s/n (B)(6) and to the ventricular lead beflex rf46d s/n (B)(6), both implanted (B)(6) 2017. The data from (B)(6) 2025 and (B)(6) 2025 were provided. On (B)(6) 2025, the ventricular impedance is < 200 ohms since the previous reset of the data on (B)(6) 2025, the device is set in bipolar configuration in the atrium and in the ventricle. Some episodes have been recorded, showing external interferences. On (B)(6) 2025, the ventricular impedance is < 200 ohms since (B)(6) 2025, the device is set in bipolar configuration in the atrium and in the ventricle. The device was switched to unipolar at 14h44 and then, as per specification, it was not possible to switch back to bipolar since the bipolar impedance is less than 200 ohms. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, dr. (B)(6) from (B)(6), performed the in-clinic follow-up of the alizea dr (B)(6). He saw again low ventricular impedance < 200 ohms, already seen during previous follow-up. The ventricular sensing and the ventricular pacing threshold were good (8 mv et 1 v). Dr (B)(6) checked the electrical parameters in unipolar (a bit better: 8mv/ 0,75v and 211 ohms) but the patient suffered from pectoral stimulation. It was not possible to program ventricular bipolar since the ventricular bipolar impedance was < 200 ohms. The patient is not pacing-dependent. The ventricular lead has been replaced to suppress the pectoral stimulation when it was not urgent to replace it since the sensing and the pacing thresholds were good could it be possible to supress this programming constraint in our next generation of pacemakers: not possible to program bipolar when the bipolar impedance is < 200 ohms?